Event description:
Venofer was being spiked. Nurse noted that the secondary tubing was observed to not have a connector piece to the patient. Per the nurse, the tubing was used to spike the bag in front of the patient, but was never attached to the patient.